Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced penile pain and discomfort at reservoir site. The physician determined the pain was consistent with normal healing. However, it was noted that the patient also presented pain in the right groin when deflating the device, numbness in the right groin, suprapubic pain when sitting and discomfort in the left groin. Medication was prescribed and no additional information was reported.